Manufacturer narrative:
The customer replaced the suction canister to resolve the issue. No patient information available. Unique identifier: (B)(4). Legal manufacturer: (B)(4) the customer replaced the suction canister to resolve the issue. No patient information available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a loss of suction during a case. There was no patient injury.